Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient had remained in ICU since implant. The patient¿s right side of the heart was showing signs of failure during the implant procedure. Post operation, the patient's right side continued to show signs of failure. An impella was placed on the right side and removed. After, a centrimag was placed on the right side in an attempt to improve the right side of the heart. The patient ultimately experienced cardiogenic shock, acute on chronic systolic heart failure, and severe rv dysfunction. The patient expired on (B)(6) 2019 due to right side heart failure and heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 11 days. Device was not explanted from the patient after expiration. It was reported that the device will not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient remained in the intensive care unit(ICU) since the implant. Patient's right side of the heart was showing signs of failure during the implant procedure. Post-op the patient's right side continued to show signs of failure. An impella was placed on the right side and removed. Then a centrimag was placed on the right side in an attempt to improve the right side of the heart. None of these actions were able to help. Patient expired on (B)(6) 2019 due to right side heart failure. The hm 3 operated as expected. Death is not due to the hm 3. The hm 3 will not be returned and an autopsy will not be performed. Additional information as of (B)(6) 2019: cause of death was cardiogenic shock, acute on chronic systolic heart failure and severe rv dysfunction. Hm3 operated as expected. No further information provided.

Manufacturer narrative:
Additional information.